Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an inaccurate drop in battery voltage was observed on the device during follow-up. Abbott technical support was contacted but the cause of the drop in battery voltage could not be determined. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.